Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the bail cover, ring cover, and battery drawer was broken and contaminated, the upper case and lower case was broken, the battery release, battery release o-ring and battery drawer o-ring were contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the serial number label was damaged. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection noted torn signal trace, no other anomalies observed. Bench analysis found intermittent continuity, microscope analysis found cracked circuit traces. Conclusion: the failure seen during service and repair of the device was caused by an intermittent circuit path continuity.